Event description:
A pt called zoll customer support to report that she was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon eval the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the cable connecting the distribution node to ECG "b". The root cause for the open wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open wire. The pt received a replaced electrode belt.